Event description:
It was reported that a patient underwent a two level lumbar fusion at l4/5 and l5/s1. Sometime post-op the patient reported having "a lot of nerve problems and swelling" and required another fusion procedure to be performed at s1 . No further information could be obtained from the patient.

Manufacturer narrative:
(B)(6). (B)(4). Unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.